Event description:
It was reported that the device associated with this right atrial (ra) lead triggered an alert due to signal artifact monitor (sam) events. Review of the system data identified noise and pacing impedance measurements greater than 3000 ohms on the atrial channel. A boston scientific technical services consultant instructed the caller contact the lead manufacturer for lead troubleshooting. Additionally, the consultant stated it would be up to physician discretion to try and program around and/or address a potential lead issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).